Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No j2 unlocked connector noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump's act and escape buttons were unresponsive and numbers were scrolling on the display. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.